Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight is not available for reporting. Date of event: unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016 to have a broken tfn-advanced proximal femoral nail (tfna), helical blade (intact) and locking screw (intact) removed due to a non-union of a pertrochanteric femur fracture. The nail was easily removed in one piece. The implants were removed uneventfully and the surgeon then performed a total femur arthroplasty. Upon examination of the explanted nail, it was not completely broken. The nail had a crack completely through the anterior portion of the blade slot and partial crack through the posterior portion of the blade slot. There was no patient harm or surgical delay. The procedure was completed successfully and the patient outcome is good. The patient's initial surgery on (B)(6) 2016 was due to a pathological fracture in the pertrochanteric area which contained a bone lesion. On a follow-up x-ray taken on an unknown date, the nail appeared to be broken. This report is 1 of 1 for (B)(4).